Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg had shifted out of the pocket and was sticking out which caused discomfort. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was repositioned.